Event description:
Revision surgery. Due to patient having osteolysis, the surgeon did a poly swap. The surgeon took out the cancellous screws that may have caused the osteolysis and went with a thicker poly to bring stabilization.

Manufacturer narrative:
The reason for this revision surgery was osteolysis in the knee after 4 years and three months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed 4 prior complaints against this part and has no complaints with a similar failure mode pertaining to "revision surgery". This is the first complaint for the incident lot# 54005878. This investigation is limited in scope because the explanted products were not returned to djo surgical and definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.